Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection of the instruments after going through the decontamination process, the threads of the cannulated connecting screw or bolt appeared to be flattened and would not connect to an unknown nail and the connection part of a quick coupling for small air drill was worn and there was a groove on the connection part that would not allow the piece to be inserted into the drill. There was no patient and procedure involvement. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity#1). This report is for one (1) cannulated connection screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: cann connecting scr w/internl thrd f/percutan insertn handle was received at us cq. Upon visual inspection at cq, it is observed that the external threads at the distal tip and the internal threads at the proximal end are stripped. Thus, the complaint is confirmed. Functional test: functional inspection cannot be performed at cq as the device was received by itself. Complaint cannot be replicated with the returned devices. Document/ specification review: the relevant drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint was confirmed during investigation. After a visual inspection, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part number: 03.010.146, synthes lot number: u242521 , supplier lot number: n/a, release to warehouse date: 16sep2016, expiration date: n/a, supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.